Event description:
It was reported that the patient was unresponsive and was brought via ambulance to the emergency room (ER). The patient was noted to be asystole on the monitor. Follow up indicated that it was unclear what caused the patient to be unresponsive. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.